Event description:
It has been reported the pt had been experiencing difficulties with the charging system. The pt has stimulation. In an effort to address the issue, a replacement charging system was sent to the pt. Attempts to obtain additional information regarding the pt's condition and/or device status have been unsuccessful.

Manufacturer narrative:
Correction number: 1627487_12192011-003-r. This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.